Event description:
It was reported that during an unknown procedure, the stapler fired but it wasn't clamped enough. It is unknown how the procedure was completed. There were no adverse consequences for the patient. No device returned.

Manufacturer narrative:
(B)(4). Uncut washer - unblemished. Additional information: did the staples not form properly? Yes. Was the device difficult to close? Yes. Was the procedure done open/laparoscopically? Laparo. What device was used for the proximal and distal transection? Yes. What color reload? Don't know. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) hand tie. How was the purse string placed, by hand or with an assist device? Hand. Was the spike of the trocar inserted lateral or through the staple line? Dont know. What confirmation did the surgeon receive that the anvil was firmly attached? Dont know. Was buttressing material utilized? No. The analysis results found that the device arrived in good visual condition, void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil, do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face. Therefore, the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
.